Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device approached the tissue, it was found that the clip was twisted. Then the device was removed from the patient body to check its function. When the device had a functional check outside the patient, the jaw became not to be opened. When the doctor grasped the trigger again, the jaw was opened, but the device was not used anymore. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.